Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump's up and down buttons were unresponsive at times and random no delivery alarms. Blood glucose level of the customer was unknown. The insulin pump will not be returned for the analysis.